Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a consumer. The indication for use regarding the patients implanted pain pump was non-malignant pain and lumbar radiculopathy. A consumer reported that the personal therapy manager (ptm) was erroring out and wouldn't let the patient receive a bolus. On 2016-oct-22, a company representative also reported that they were contacted by the patients healthcare provider (hcp) regarding an 8476 code received via the patients ptm. The 8476 code was regarding a motor stall. There was no magnetic resonance imaging (MRI) performed or other electromagnetic interference (emi) that caused the stall. On 2016-oct-24 contact information for a local company representative had been requested to obtain help regarding the issue. The pump was returned to the manufacturer; received 2016-nov-07.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, compounded baclofen and bupivacaine at 5.0 mg/ml, 300 mcg/ml, 15 mg/ml concentrations and doses of 4.5553 mg/day, 273.32 mcg/day, 13.666 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had worsening pain and loss of therapeutic event on (B)(6) 2016. The patient also reported an error code when attempting to activate the personal therapy manager, ptm. The patient presented to the clinic where device interrogation revealed a pump motor stall with the same day recovery on (B)(6) 2016 and a second motor stall on (B)(6) 2016 without recovery. The pump was reprogrammed and a single therapeutic bolus was administered on (B)(6) 2016. The pump was then explanted/replaced the same day and was returned to medtronic. The event was noted as ongoing.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2017. Additional interventions included device reprogramming on (B)(6) 2016.

Manufacturer narrative:
Eval code-conclusion no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.